Event description:
It was reported that during the implant procedure for this pacemaker it exhibited failure to capture in both right atrial (ra) and right ventricular channel when it was placed in the pocket. The ra and rv leads where tested with a pacing system analyzer (psa) and capture with normal measurements was observed. The device was removed from the pocket and pacing resumed normally, however when reinserted to the pocket the pacing failure reoccurred. The pacing failure was at max output. The physician an anomaly with the pacemaker. This pacemaker was removed prior to pocket closure and successfully replaced. Measurements with the new device were within range. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this pacemaker it exhibited failure to capture in both right atrial (ra) and right ventricular channel when it was placed in the pocket. The ra and rv leads where tested with a pacing system analyzer (psa) and capture with normal measurements was observed. The device was removed from the pocket and pacing resumed normally, however when reinserted to the pocket the pacing failure reoccurred. The pacing failure was at max output. The physician an anomaly with the pacemaker. This pacemaker was removed prior to pocket closure and successfully replaced. Measurements with the new device were withing range. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this pacemaker it exhibited failure to capture in both right atrial (ra) and right ventricular channel when it was placed in the pocket. The ra and rv leads were tested with a pacing system analyzer (psa) and capture with normal measurements was observed. The device was removed from the pocket and pacing resumed normally, however when reinserted to the pocket the pacing failure reoccurred. The pacing failure was at max output. The physician an anomaly with the pacemaker. This pacemaker was removed prior to pocket closure and successfully replaced. Measurements with the new device were withing range. No adverse patient effects were reported.